Event description:
It was reported that the right ventricular lead experienced low impedance. It was also reported that the patient experiences muscle stimulation with unipolar pacing so the lead was left in bipolar. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.